Event description:
It is reported that the patient was revised due to fracture of the front tab of the articular surface.

Manufacturer narrative:
Evaluation summary: surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: the device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications. At this time the device has not been returned for review. However, the complaint maybe revised upon return of x-rays and/or product or further information.